Manufacturer narrative:
A significant number of error messages were generated by the analyzer in the month prior to the complaint, indicating the analyzer had issues. When the error occurs no results are generated by the instrument. Analyzer was performing as expected by generating those errors. Corrosion was noted on the analyzer sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Because periodic qc was not being performed according to manufacturer's instructions, the customer was not aware of the change in analyzer performance, if any, prior to the occurrence of error messages. No reported harm or injuries occurred as a result of this issue. (B)(4) provided the customer with a new instrument, additional training, and additional information regarding proper analyzer maintenance. No further issues of this nature have been reported by this customer. Case number: (B)(4). Late filing is part of (B)(4).

Event description:
Customer called with complaint of used sensor errors. When the error occurs no results are generated by the instrument. Analyzer was performing as expected by generating those errors. The customer was not running qc according to manufacturer's instructions. Customer continue to test patient samples in the presence of recurring error messages. No reported harm or injuries occurred as a result of this issue.